Event description:
The customer observed falsely elevated alinity I ca 19-9xr results for one patient between two analyzers. The following data was provided: initial result on serial (B)(4) with lot 31303fp00 = 105.81 u/ml, repeat = 111 u/ml, repeat with lot 29200fp00 = 75.57 u/ml. Initial result on serial (B)(4) with lot 29200fp00 = 77.63 u/ml and 73.63 u/ml. It is unknown if the patient has been diagnosed with pancreatic cancer. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I ca 19-9xr results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, deviations, or potential non-conformances with lot 31303fp00 and the complaint issue. The overall performance of alinity I ca 19-9xr was reviewed using field data from customers worldwide. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 31303fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 31303fp00. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity I ca 19-9xr for lot 31303fp00 was identified.